Manufacturer narrative:
A philips remote service engineer (rse) worked with the customer biomedical engineer (biomed), and determined that issue was caused by a faulty speaker. The issue was resolved by a replacement speaker assembly being ordered under warranty and sent to the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating that the speaker is intermittently working. The device was not in clinical use at the time the issue was discovered. There was no adverse event or harm reported.